Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited stored invalid electrograms that could not be viewed via merlin.net or in the clinic. All the episodes were cleared in the clinic. After the patient returned home, a new transmission was sent and an invalid electrogram was again observed. Auto mode switch episodes with competitive atrial pacing leading to mode switch were also noted. The patient was asymptomatic. On (B)(6) 2016 the patient was brought into the clinic and the electrograms were again cleared. Programming changes were also made. Upon interrogation, there were no invalid electrograms and no device anomalies observed.

Event description:
New information reported stated that on (B)(6) 2016 the device firmware was downloaded successfully today. The patient was asymptomatic and would continue to be monitored.